Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. This complaint was provided through social media and the reporter's name was also not provided. An attempt was made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that with an unspecified number of tampons, the string broke. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.